Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The patient called reporting that they had a rare form of neuralgia (when they pee it hurts their rectum) and they didn¿t¿ know if the pump was helping with their pain since implant. The patient stated that they had horrible pain and since the pump was implanted, they still had to lay down to let their horrible pain subside. The pain ¿comes and goes¿. Before the pump, the patient was on oral meds. Per the patient, they were at their doctor¿s office and were told that they had a lot of drug leftover in their pump; that there was more medication left than what was expected (exact volumes were not known); and that they should call in and have their ptm (personal therapy manager) replaced. The patient confirmed getting normal screens on the ptm when requesting a bolus. The agent explained that replacing the ptm would not account for the volume discrepancies at refills and that there were technical services available for their doctor to call in and discuss questions or other troubleshooting options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the cause of the volume discrepancies had been undetermined and if the discrepancies continued they would plan a catheter dye study. The patients weight was reported and there were no plans to explant the device. The date of the refill had been (B)(6) 2023, the expected reservoir volume was 2 ml, the actual reservoir volume was 6.9 ml, the prior fill volume was 20 ml, and the prior programmed volume was 20 ml.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.